Event description:
It was reported while using bd¿ 20 ml blister pack luer lock tip foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: it was reported that a large piece of plastic was found within the barrel of syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd¿ 20 ml blister pack luer lock tip foreign matter was found in the fluid pathway. The following information was provided by the initial reporter: it was reported that a large piece of plastic was found within the barrel of syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-apr-2022. H.6. Investigation: it was reported that a large piece of plastic was found within the barrel of a syringe. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed and there is a piece of barrel flange from another syringe inside the returned syringe. No other defects or imperfections were observed. The photo provided shows the sample received. This defect could occur if there is a jam during the assembly process inducing damage to a syringe barrel and resulting in the damaged piece in the sample returned. A device history record review was completed for provided material number 302830, lot number 1363356. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the assembly process was performed with focus on the area before the plunger rod and rubber stopper are assembled. The settings and alignment of the rails were correct and the flow of products were good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h.10.